Manufacturer narrative:
The autopulse platform involved in the reported complaint will not be returned for evaluation. The error message was cleared after it was pulled out from the fire truck and then the platform was tested on a mannequin and it worked successfully through an entire battery life cycle. Per customer, the fault code 16 was probably due to the wrong positioning of the patient on the autopulse platform. The autopulse platform is placed back into clinical use.

Event description:
During preparation for patient use, the autopulse platform (sn (B)(4)) displayed fault code16 (timeout moving to take-up position) error message. The crew performed manual CPR for the duration of the cardiac arrest. No consequences or impact to patient.